Manufacturer narrative:
Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing records review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search revealed that no other complaints were received from this production order. One ncr was found as part of the record review. This ncr did not contribute to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: approximate time is between june 2020 and march 11, 2021. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) cartridge fractured during lens implantation, damaging the lens. There were no complications, surgery completed. No enlargement of incision. No sutures. There was patient contact with lens. No medical intervention required, no vitrectomy. There is no further information provided.